Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and issues with the infusion sets. Customer's blood glucose level was 232 mg/dl. Customer changed out their infusion set and received a motor error alarm. Customer advised insulin squirted out of the reservoir and when they changed out the reservoir the issue was resolved. Customer was advised a replacement infusion set would be sent out and they agreed to return the products for analysis.